Manufacturer narrative:
The device has not yet been returned for complaint evaluation. It is scheduled to be returned by the distributor. A supplemental MDR will be filed upon receipt and evaluation of the device.

Event description:
Per the information provided, during a plantar fascia case the device sounded funny. When the doctor removed the microtip from the patient the needle fell out onto the floor. Another microtip was used to complete the procedure. There was no injury or harm to the patient caused by the failure.

Manufacturer narrative:
The device has not been returned for complaint evaluation. Multiple attempts were made to obtain the device to no avail. Based on similar failures and lab testing conducted due to those failures the immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, during a plantar fascia case the device sounded funny. When the doctor removed the microtip from the patient the needle fell out onto the floor. Another microtip was used to complete the procedure. There was no injury or harm to the patient caused by the failure.